Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: how much bleeding occurred (please quantify the amount)? Unknown was the use of a new device sufficient to control bleeding? Yes. Was the patient given any blood products due to the bleeding? No. How long of a delay was there to the procedure? Less than 30 mins. Was there any change the procedure or post op patient care? No.

Event description:
It was reported that patient hospitalized for a left submaxillectomy in the context of hernia and recurrent salivary colic. During the procedure, the clips did not hold causing bleeding. Use of another device to finish the procedure. Loss of time.

Manufacturer narrative:
(B)(4). Batch # p94c3d. Device analysis: the analysis results found that the mcm20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 3 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.